Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The device had reached elective replacement on (B)(6) 2018. The patient was non-compliant and did not have remote monitoring so it was unknown if the device had reached eri earlier. The patient was asymptomatic and normal throughout.